Event description:
During laparoscopic roux-en-y 45 mm stapler malfunctioned. While performing gastro-jejunostomy anastomis, loaded 45mm stapler introduced into abdomen and bowel, clamped closed. Hcp waited, then tried. Upon withdrawal, reload fell out and into pt-abdomen. Load showed partial firing. Loose reload retrieved from pt and new stapler reload used to complete the procedure. Dates of use: single use only. Diagnosis or reason for use: surgical procedure.